Manufacturer narrative:
An asp field service representative was dispatched to assess the equipment. Upon arrival system was idle. He isolated the failure to a defective oil mist filter assembly. He removed and replaced the oil mist filter assembly per technical documentation. Upon completion system passed all verifications and an empty cycle.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, the health hazard analysis, and the failure mode effects analysis. The DHR (device history review) for sterrad 100nx system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100nx did not reveal a trend for haze / oil mist failures. Trending analysis for haze / oil mist issues associated to the sterrad 100nx found there is not a significant trend. Trending analysis for hr-allergic symptoms associated to the sterrad 100nx found there is not a significant trend. The hhe (health hazard analysis) relating to haze / oil mist issues is considered low risk. The fmea (failure mode effects analysis) scores for the failure of this part are considered low risk. The oil mist filter and the catalytic converter were returned for investigation of the report of unit emitting an oil haze. The parts were tested and passed a ten minute pump down test. No mist was detected. The reason for the return could not be confirmed.

Event description:
The customer alleged haze/oil mist in the room coming from the sterrad 100nx sterilizer. The haze/oil mist occurred in the middle and towards the end of the cycle for a couple of weeks. The unit did not have any cancellations. It was reported that a healthcare worker (hcw) who occasionally goes into the room with the sterrad for about 15 minutes a day was experiencing an itchy throat that would last an hour. She also complained of chest pain on one occasion. The hcw did not wear any ppe. She did not seek medical attention and her symptoms have resolved. The unit was assessed onsite.